Event description:
Patient reports dentist is requesting to stop using aligners due to them pushing the other teeth and making them overlap. Also, the aligners are no longer working and aren't matching the teeth. The information also noted broken tooth, periodontal, allergic response, excessive root resorption, bleeding >3 days, pain (moderate level 6), not tracking, inflammation-irritation >3 days, cankers/blisters/ulcers, sensitivity but no other details provided.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.